Manufacturer narrative:
D4 lot number corrected from 0023457323 to 0025443025.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross lesion. After the device was removed, it was found that the front end of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross lesion. After the device was removed, it was found that the front end of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 3.50x24mm stent delivery system catheter was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross lesion. After the device was removed, it was found that the front end of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.